Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently forgot to perform the fill tubing step during the load sequence. Customer's blood glucose was 212mg/dl. Tandem technical support assisted customer with the fill tubing step. Insulin therapy was resumed.